Event description:
Rn reports pt's moog curlin 600 0 infusion pump serial #(B)(4) expiration date 01/19/2019 was alarming air in the line. With the last infusion on (B)(6) 2018. Pt was able to complete the infusion, no harm to the pt. Pt has not missed an infusion due to pump malfunction. No side effects reported from pump malfunction. Rn did not state if manufacturer could contact pt re: pump malfunction. Arrangements have been made to return pump. Dose or amount: 55 mg. Frequency: every week. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.210 morquio a mucopolysaccharide.